Manufacturer narrative:
Date of event was approximated to (B)(6) 2018, though it was reported that the event date was in the last few days of (B)(6). The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date is unknown. Problem code for the reported issue of gauge reading inaccurate. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilation procedure performed on an unknown date. According to the complainant, during the procedure, the gauge needle did not move up to the proper atm. The procedure was completed at this time. There were no patient complications reported as a result of this event.